Event description:
The pt reported that she is experiencing fluid build up; also low grade fever, nausea, pain in leg on the side of the mesh and sometimes a stabbing pain in the abdomen.

Manufacturer narrative:
There has been no prod returned for eval. Therefore, no conclusion can be drawn.